Manufacturer narrative:
On 06-nov-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Bleeding - cheek - mouth [mouth haemorrhage]. Spike went into me cheek, left a mark - mouth [oral macule]. Brush end came off / doesn't seem as secure as it was - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that while using his oral-b smart 4000n toothbrush, the end came off and the spike went into his cheek causing bleeding and a mark where the steel entered. He reported that it did not seem as secure as it was from new. No serious injury was reported. On 09-oct-2023 case update: the suspect product lot number was 3cb31941739. No serious injury was reported.

Event description:
Bleeding - cheek - mouth [mouth haemorrhage]. Spike went into me cheek...left a mark - mouth [oral macule]. Brush end came off / doesn't seem as secure as it was - oral-b [device breakage] . Case narrative: male consumer via e-mail reported that while using his oral-b smart 4000n toothbrush, the end came off and the spike went into his cheek causing bleeding and a mark where the steel entered. He reported that it did not seem as secure as it was from new. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.